Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). A carefusion third party service technician verified the reported malfunction. The analog board on model lap top ventilator 1150 was replaced and the unit was processed through service. The service technician sent the analog board to carefusion for further evaluation. Upon completion of the investigation a follow up report will be submitted.

Event description:
The customer reported model lap top ventilator 1150 is having transducer faults. At this time it is unknown if the ventilator was on a patient at time of malfunction.